Event description:
The consumer reported that she would get a shocking sensation when she was in a sitting position. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.